Event description:
A 4 year-old girl was originally implanted on january 31, 1997. Her system functioned normally during the next year. On october 12, 1998, she fell down hitting her head at the implant site. The circumstances surrounding the fall are unknown. There were no reports of any problems with her system stemming from the fall. The girl was not taken to the implant center for device evaluation until november 2, 1998. At that time, testing conducted by the center, including a complete change out of all external equipment, confirmed a device failure. Revision surgery has not yet been scheduled. The girl will be reimplanted with another clarion device.